Event description:
Additional information received identified the patient was admitted to the hospital for extreme fluid overload and possible paracentesis. At that time the signal acquisition issue was identified. Additionally, the physician considered a repeat paracentesis.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Review of clinical record indicated the patient experienced signal acquisition issue. In turn, right heart catheterization took place and subsequently, new sensor was implanted in left pulmonary artery. Reportedly, the issue is resolved. The patient is a clinical study patient and the issue is possibly related to the device.